Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events and transplants could not be conclusively determined through this evaluation. The serial numbers or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revisions of the heartmate 3 ifus can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Although no device related issues were reported by the account, section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Section b3: date of event has been entered as the date of publication 31mar2025 since the date of data collection was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Author information: steinberg, r. S., mansour, j., westrick, m., jung, s., & abdou, m. H. (2025). Association of lvad brand as bridge-to-transplant and likelihood of primary graft dysfunction as a cause of death. Journal of the american college of cardiology, 85(12), 1313. Https://doi.org/10.1016/s0735-1097(25)01797-8. Emory university school of medicine, atlanta, ga, USA. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the article 'association of lvad brand as bridge-to-transplant and likelihood of primary graft dysfunction as a cause of death', that the unos database was queried for patients who passed away from primary graft dysfunction (pgd) after transplant. In a 2387 cohort, 20 patients with a heartmate 3 (hm3) succumbed to pgd; there was no difference between those with hm3, heartmate ii, or hvad. Of those 20 patients, 1 patient had a stroke (p=0.953).